Event description:
The following has been reported: biomed reported: service needed error patient harm: no. Stopped active infusion: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned for pneumatic valve leak failure. Device displayed a red pump service alarm after powering on. Log files were reviewed and found multiple valve 1 leak failures. The device was opened to inspect for internal damage and perform testing on the pneumatics system. The fva pins and loading pins were cleaned with alcohol. No internal damage was identified. The pneumatics system was able to pass recharge testing but failed during hardware testing, indicating a valve 1 leak failure. Damage was also identified on the mr unsafe sticker on the rear housing.